Manufacturer narrative:
Additional, changed, and/or corrected data: aware date. Upon further review, this is a report of a user who noted unspecified leak issues. This event does not represent a serious injury nor intervention to prevent such.

Event description:
Upon further review of the reported event, there is no control unit leak.

Manufacturer narrative:
H11: correction: upon further review, it has been identified that the reported event is not a failure mode that could cause a death or serious injury if it recurs; therefore, this event is considered not reportable.

Event description:
A customer reported that her account has a leak at the small tubing where it goes into the couplers on (B)(6) 2021.

Manufacturer narrative:
Coolant leak is a known failure mode in the dermal infusion risk documents. Investigation is ongoing. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a leak of the of the dermal infusion system at the small tubing where it goes into the couplers on 9/15/2021. There was no patient or provider safety impact.